Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy in 2022. The spouse reported that a week prior to (B)(6) 2024 the patient experienced stoma site redness and rotten smell. The patient consulted a physician who prescribed oral bactrim for 5 days. N an unknown date, the patient experienced a stoma site infection and was treated with unspecified antibiotics.